Event description:
It was reported that pump displayed malfunction code 16 that could not be reset, with no notable events occurring before malfunction. There was no adverse impact to the customer's blood glucose level. Customer switched to multiple daily injections as backup insulin therapy while cts arranged replacement pump, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode and return it with prepaid label, and advised customer to reenter pump settings and reconnect cgm on replacement device, which customer understood and acknowledged.